Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer received a blank display, an open book image, a label was missing, and the pump was exposed to moisture. The customer reported no adverse event. The event involved product(s) mmt-1884l. Troubleshooting was performed for display issues, and the customer stated that no damage to the battery compartment springs or battery cap. Troubleshooting was performed for the critical pump error. Troubleshooting was performed for fluid in the pump, and no visible water was in the pump. Troubleshooting was performed for the labelling issue, and the customer stated that the label was faded. The customer stated that the battery cap contacts and battery compartment springs are not damaged. Display returned after cleaning contacts and after inserting a new battery. The customer reported that the pump was recently exposed to moisture. The customer was advised that the insulin pump would be replaced and advised to revert to a backup plan per the healthcare professional's instructions and place the pump in storage mode. No harm requiring medical intervention was reported. The customer will discontinue use of the insulin pump. Mmt-1884l was requested, and the customer's response was that the device would be returned.

Manufacturer narrative:
Pump powered up after battery installation and was received with a critical pump error (open book image) alarm. Unable to perform the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, active current measurement test and self-test due to critical pump error (open book image) alarm. Pump¿s history and trace files downloaded successfully using thump software. Critical pump error (open book image) alarm triggered by three consecutive pump error 63 (variable=15) (filenumber=2017 linenumber=147) critical handling alarms confirmed in the main error log and in the detail trace files. Pump was cut open to perform visual inspection and found severe moisture damage on the [keypad flex connector / pcba 1 j1, j2, j6, j7, near lcd screen / pcba 2 j1 connector / force sensor / motor]. Test p-cap locked properly into reservoir compartment during testing. The following were noted during visual inspection: scratched case, pillowing keypad overlay, cracked keypad overlay, stained keypad overlay, cracked case on the battery tube side, cracked case corner of belt clip rails, cracked battery tube threads, cracked end cap, serial number label missing, and corroded battery tube. Alleged blank display not confirmed. Alleged critical pump error (open book image) alarm confirmed due to three consecutive pump error 63 alarms. Pump error 63 alarms confirmed in the main error log and in the detail trace files due to severe moisture damage on the [keypad flex connector / pcba 1 j1, j2, j6, j7, near lcd screen / pcba 2 j1 connector / force sensor / motor]. Exposure to moisture confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.